Event description:
A family member reported that the patient was hospitalized with diabetic ketoacidosis. The family member reported that the patient's blood glucose elevated into the 20 mmol/l range and the patient began to vomit; the patient was taken to the hospital and admitted to intensive care unit. The patient was reportedly taken off pump and placed on intravenous insulin. The patient was reportedly placed back on the insulin pump and the patient's blood glucose gradually increased 32-33mmol/l. The site and set were reportedly changed and the patient's blood glucose decreased to 23 mmol/l. The family member confirmed that the site and set appeared normal; there were no bent cannulas or air bubbles, the site was changed every three days, and the site locations were rotated appropriately. The family member confirmed that the pump settings were correct and the patient used the suggested amounts. The family member reported that the total daily dose history showed that amounts were within normal limits. The family member confirmed that there were no related alarms in the pump history. The family member reported that the patient may have been going through a growth spurt. Customer support advised the family member to contact the patient's health care provider to discuss possible site locations. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).